Event description:
The balloon was reported to have burst during the procedure, and could not be easily withdrawn over the wire. The balloon became twisted, and could also not be withdrawn easily through the sheath. The balloon was eventually removed as a unit with the sheath. There was no report of pt injury. Add'l pt and procedural info has been requested, but has not been forthcoming as yet. The product has been returned for eval and testing; however, the engineering eval has not been completed. Add'l info will be submitted within 30 days of receipt.